Event description:
It was reported that an MRI was being done to rule out an inflammatory mass. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709 lot# j10852r10, implanted: 2001 (B)(6); product type catheter product ID 8709 lot# j10852r10, implanted: 2001 (B)(6); product type catheter. (B)(4).